Event description:
Revision sugery - due to the patient having trouble with range of motion; the surgeon changed out the shell.

Manufacturer narrative:
The reason for this revision surgery was to alleviate a range of motion issue in the patient's joint after 3 months, 28 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 137 prior complaints reported against this part; 12 of those had the same failure mode of stability, poor joint. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.